Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms were noted. The pump was received with a cracked case at the display window corners, a cracked display window, a cracked reservoir tube, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker, a damaged / peeling back address / serial number label, and a broken battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 125 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.